Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: we could not toggle to spy during the case. Root cause: no problem found. The most probable root cause could be the light source, a bad cable, or a faulty connection. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.